Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that on (B)(6) 2018 during device change. Upon dissecting down to the leads, the physician noticed that the insulation on the rv lead was sort of peeling back from the proximal end of the lead. It was described as being ¿unsheathed¿. The lead was capped and replaced. The patient condition was stable.